Event description:
It was reported that upon power on, before use the CADD Solis infusion pump exhibited an error code 46446 (downstream occlusion (DSO) failure). This is a high-priority alarm which will interrupt therapy if displayed during clinical use. There was no patient involvement, and no harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available.